Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 708 mg/dl. The customer stated that she had already conducted troubleshooting on the insulin pump on a previous call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report completer to the best of our knowledge. Please see also MFR report number 2032227-2012-05033.